Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain with abnormal MRI. Update: (B)(6) 2013 - legal claim received alleging that the patient suffers from high concentrations of various metallic elements and pain. The acetabular cup has been added to the complaint. The complaint and associated mdrs were updated. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to brown, irritated fibrinous tissue and corrosion of the femoral neck. Upon revision, a small amount of bone loss was encountering resulting in a superior bony defect which was then grafted. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.